Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient has experienced multiple adverse effects since beginning use of the byte aligners which has prompted this request for them to discontinue the use of the aligners. Patient was found to have increased gingival inflammation and recession. Notable increase in tartar accumulation. Physical discomfort that includes a scratchy abrasive surface that irritates both the tongue and gingiva. Temperature sensitivity which is likely a consequence of gingival recession caused or exacerbated by the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.